Event description:
The patient's vendor reported that the patient experienced elevated blood glucose in 2009, and the infusion tubing was cracked near the luer connection. The patient caries his infusion device in a clip case and he must bent the infusion tubing. The patient changed the infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 120 g/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.